Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, a large quantity of tubes exhibited air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-jan-2025. Investigation summary bd received six samples and one photograph for investigation. Evaluation of the returned samples indicated that all had bubbles in the gel at their base. The photograph clearly displayed air bubbles in the gel of the tubes. This is a cosmetic defect which should not impact the efficacy of the tube. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, a large quantity of tubes exhibited air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.